Event description:
This was the first notice facility had on this. Pt treated in another county. Received 12/10/97. On 2/29/96 pt had demerol 75 injection in right gluteal region and felt pain radiate down right leg. On 12/11/96, x-ray done for pain, numbness in leg revealed metallic foreign object in right gluteal region. MRI/CT done 1/15/97. Surgery 1/15/97 by neurosurgeon removed section of hypodermic needle (1.5cm). Claim pain, suffering, disfigurement, disability.